Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator's display was broken. It was recommended that the epg be returned for service. The status of the epg is unknown. No patient complications have been reported as a result of this event.